Event description:
The patient initially reported experiencing pruritus over her entire body. Follow up with the hcp indicated the pruritus was caused by the morphine sulfate intrathecal trial that had been previously performed. Additionally, the hcp reported the patient developed a hematoma following implant of the intrathecal drug delivery pump. The pump was placed in 2007, due to severe back pain for which the patient requires the use of a walker and wheelchair. The pt also developed a severe intolerance to multiple narcotics. Post-procedure a hematoma was noted and the pt was transferred to the ICU for further observation. The pt developed anemia and decreased blood pressure the first night post-op due to the hematoma at the pocket site. The pt was treated with packed cells and her hematocrit and hemoglobin were closely monitored. The pt stabilized nicely and after two units of packed cells was transferred off the ICU. The pt was discharged the following month, with reasonable control of her back pain, with no side effects, and on all of her usual home medications (macrobid, xanax, neurontin, multivitamins, zestril, norvasc and aspirin). The pt was seen in follow up for titration of her pump medications and to check her incisions. The drugs used in the pump are dilaudid 0.2 mg/day and bupivacaine 1 mg/day. The pt was completely pain free in regards to her back pain and the areas of ecchymosis were starting to resolve. The pt was getting good pain relief and was not experiencing any side effects other than some minor itching on occasion.